Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The seal was intact and did not appear to have any non conformities. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal was frayed" could not be confirmed as there were no non conformities with the seal. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was frayed. The complaint form stated "because our customer found that seal was frayed a little bit, that couldn't be used for operation". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.